Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer changed supplies to address the occlusion alarms and resumed insulin. There was no reported impact to customer's blood glucose level.